Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with the following anomalies/deviations identified. One piece scrapped at operation 0020 for common cause. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: -significant past medical history includes sinus bradycardia with left bundle branch block, osteoarthritis, hypertension, bulging disk (lumbar disk disease), bilateral cataracts, right rc repair, bilateral tha, bilateral tka, obesity, over active bladder. Postop xray showed - tka in excellent position, anatomically sized and aligned. Discharged to home without complication and with cpm and pt plan the root cause of the reported issue (fracture) cannot be determined. However, from the technique it appears that cement can be used to adhere the patella. It doesn't appear as though that consideration should be used for placing a fractured implant.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty. During the procedure, the surgeon attempted to press fit the trabecular metal patellar button which resulted in a longitudinal crack in the implant. The surgeon then mixed a batch of cement and cemented in the implant.